Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced excessive urine leakage, necessitating the use of diapers. During revision surgery, it was determined that the original cuff had a leak and was no longer holding fluid. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced excessive urine leakage, necessitating the use of diapers. During revision surgery, it was determined that the original cuff had a leak and was no longer holding fluid. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.